Event description:
According to the reporter, postoperatively, of a laparoscopic rectal resection, the staple line was incomplete, and there was a leakage in the lower rectum anastomosis five days postoperatively, which was attempted to be treated with an endosponge. During endosponge replacement no. 3, heavy bleeding occurred from the pelvic wall, and an exploratory laparotomy was performed. It was too great a risk to perform a rectal amputation due to the condition of the patient. The anal stump was closed, and a reoperation of a permanent stoma was done which led to extended tissue resection. It was reported that the event led to extended hospitalization. It was noted that the patient developed peritonitis and renal failure and received respiratory therapy. The patient was also admitted to the intensive care unit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.